Event description:
Customer reported the insulin pump alarmed button error. Customer was unable to clear the alarm. Customer's blood glucose was 300 mg/dl. Customer did not recall of the device was bumped. Alarm did not clear after removing the battery for 30 min. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was noted on the keypad traces. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, and a scratched reservoir tube window.